Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: during a tavr procedure, initially delivering a 23mm valve through a 14fr sheath. Had trouble getting valve through the sheath and upsized to an 18fr sheath. Therefore, discarded the 14fr manta and opened an 18fr manta without double checking vessel size on CT. Vessel was not large enough for 18fr manta, per the pa in the room. After delivery, the vessel was shut down. They attempted ballooning, which helped a little. Then they called in vascular surgeon to do a surgical cut down and remove manta to resolve flow issue in left leg. Current patient condition is reported as fine, however, still in ICU because of tavr, but fine.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram videos, photographs and operative notes were submitted and reviewed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on information submitted, this facility allowed the physician, who was not signed off on training, to perform the closure without a trainer onsite. The IFU precautions the manta device should only be used by a licensed physician trained in the use of this device. Additionally, is indicated in the procedure requirements: manta device to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device. During a tavr, difficulty was noted inserting the 23mm valve through the 14f dry seal sheath. After multiple attempts the 14f dry-seal sheath was exchanged for a 18f dry-seal sheath. Following the tavr procedure, a 14f manta was planned for closure in the left common femoral artery. However, at this point the physician disposed of the 14f manta and opened an 18f manta. The physician did not verify vessel size on CT prior to deployment. According to patient history information, severe aortic stenosis present, a lot of aortoiliac calcification, small vessels, and poor pulses. The physician assistant indicated the vessels were not large enough to accommodate the 18f manta. A post-angiogram indicated lower left extremity access site occluded. Contralateral balloon inflations were unsuccessful, and the vascular surgeon was called in. During visual inspection of the common femoral artery prior to cut-down, the surgeon noted "bulky" posterior plaque present, collagen plug was in the soft tissue and anterior surface of the artery, and the anchor appeared to be filling the lumen of the femoral artery. The manta device was explanted, endarterectomy removed the plaque, and a patch was applied allowing flow return to the lower left extremities. It is likely the cause of the occlusion is either from collagen dispositioned in the vessel or a dissection occurred during initial access, possibly causing the manta anchor to prop the dissection open, blocking flow. The IFU was reviewed and confirmed to list warnings: do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. The following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The safety and effectiveness of the manta device has not been established in the following patient populations: pediatric patients or others with small femoral artery size <5mm (for 14f manta) or <6mm (for 18f manta) in diameter. Procedure preparation: confirm via femoral arteriogram: vessel size >6mm for 18f and >5mm for 14f and evidence of adequate blood flow.